Event description:
End user called to complain that the device was not working correctly. Troubleshooting by phone showed that the calibration test will not run. The device was replaced and the defective one returned for investigation.